Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ edema: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening, creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side "capsular fibrosis" and "hardening, deformity, pain, and swelling". Later healthcare professional confirmed "capsular contracture, baker grade ii". The device was explanted.

Manufacturer narrative:
Continued e.1. Phone number :(B)(6). The event of "edema" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "swelling". Additional, changed, and/or corrected data: a2, e1, h6, h11.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade unknown" and "hardening, deformity, pain, and swelling". Later healthcare professional confirmed "capsular contracture, baker grade ii". The device was explanted.

Event description:
Later healthcare professional confirmed capsular contracture, baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade unknown" and "hardening, deformity, pain, and swelling". The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.